Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned mis sizing plate handle confirmed that the lever component had fractured into two pieces which caused other subcomponents to disassemble from the handle. The handle also exhibits signs of repeated use. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the issue previously investigated and it was identified that failure occurs due to normal wear and tear, misuse, and/or failure to properly lubricate the moving components. Given the potential field age of the returned device, normal wear and tear was considered as the root cause of the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was fractured during a procedure and pieces of the fractured device were retrieved from the wound. Another instrument was used to complete the procedure. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.